Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 13 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to end-stage osteoarthritis, crepitation, and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2018, the patient underwent a left knee revision due to malrotation of the tibial baseplate, and pain. The surgeon reported adhesions throughout the knee. He noted the tibial component was internally rotated, and eccentric wear on the post of the polyethylene due to malrotation, but no evidence of component loosening. The femoral and tibial components were revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2018, (lt knee).